Manufacturer narrative:
Correction: to h6 coding should have been inadequate insertion instead of failure to connect.

Event description:
It was reported, that the patient presented in clinic for a follow up. An x-ray revealed dislodgement from the device. And poking the clavicle on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
The report events were dislodgement and inadequate insertion. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical, mechanical, and visual analysis was normal with no anomalies found.